Manufacturer narrative:
This is a duplicate report of 1818910-2012-21166. 1818910-2019-93024 is being retracted as it is a report duplication. 1818910-2012-21166 will be kept for investigation. Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: (B)(6) 2007. Dor: (B)(6) 2019. Right hip.